Event description:
The line was placed on 10/9/97 without difficulty at hospital and the pt sent home (approximately 100 mile from this facility). On 10/30/97 the unit was leaking near the strain relief. The pt went to the local hospital where the dr in the emergency room ordered the line removed. As the rn attempted removal, 10 cm came out and the unit got stuck. The dr ordered the line cut and secured (taped to pt's arm). When the pt arrived the hospital the next day, the catheter had migrated with no external access. The pt underwent surgical removal by a vascular surgeon.